Event description:
It was reported that this implantable cardioverter defibrillator (ICD) stored ventricular episodes with some atrial pacing events that covered up true ventricular events, likely due to a timing issue. It was noted that this appeared to be a fast atrial rate. Technical services (ts) discussed troubleshooting options and programming considerations. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.